Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the patient¿s blood glucose (bg) was 20 mg/dl with loss of consciousness, difficulty speaking and/or slurred speech, unsteadiness when standing and/or walking, severe dizziness and/or severe headache, blurred vision, confusion and/or disorientation, inability to concentrate and/or cognitive impairment, and was medically treated at an emergency room with IV fluids, IV glucose, and a glucagon injection. The patient alleged an over-delivery of insulin due to over responsive up, down, and ok keypad buttons. The patient resumed pump use after the alleged serious injury. This complaint is being reported because the alleged serious injury was attributed to a malfunction of the pump.